Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer (who is surgeon) reported that iol insertion was failure and an issue of holding occurred. It was unknown when the defect occurred. The defective iol was not inserted into a patient eye. The procedure was completed on same day after replacing the product with another one. Additional information has been requested and received stating that the defect was that the lens did not stop even though the customer removed the finger from the lever on the device.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was confirmed. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to the depth guard. No damage observed. The lens was returned outside of the device. Solution is dried on the intraocular lens (iol). Further evaluation performed due to additional information added to the file: "lens did not stop even though removed finger from lever on device". The plunger is advanced to the depth guard. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). Based on the results from alcon product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).